Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The functionality of the vibrator was tested and the result was ¿failed.¿ the test limits of the vibrator frequency are specified limits which are only relevant for the production process. The test parameters are only chosen to ensure a similar performance of the vibrators build in pumps. Slight deviations like in the present case after a specific time of pump usage (here 173 days) are expected variations. The pump works as intended.